Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro started smoking as soon as it was plugged in. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010 for investigation. A visual inspection revealed that the tissue welder shaft was bent and the boots were burnt and had caked-on material. A supplemental report will be submitted when the investigation is completed. (B) (4)